Event description:
The customer alleged they received questionable thyrotropin (tsh) results on their elecsys 2010 rack analyzer for two patients. The first patient's initial tsh result from the primary tube was 1.06 miu/l and it was reported outside the laboratory. The sample was repeated in a sample cup on the 2010 analyzer and the result was "1.xx miu/l", clarification has been requested. The patient's symptoms did not correlate with results, so the physician wanted the result confirmed in another laboratory. On (B)(6) 2012, the sample was sent to another laboratory for testing on a cobas e601 analyzer and the result was 0.006 miu/l or 0.012 miu/l or both, clarification has been requested. The sample was then repeated on the 2010 analyzer and the result was "1.xx miu/l, clarification has been requested. On (B)(6) 2012, the second patient, a female born on (B)(6) and weighing (B)(6), had an initial tsh result of 0.994 miu/l and it was reported outside the laboratory. The patient's symptoms did not correlate with results, so the physician wanted the result confirmed in another laboratory. On (B)(6) 2012, the sample was sent to another laboratory to be tested on a cobas e601 analyzer and the result was 0.011 miu/l. There were no adverse events. The tsh reagent lot number and expiration date were not provided.

Manufacturer narrative:
This event occurred in (B)(6).